Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that mini drawer 3 not detected closed. A field service engineer performed an inspection of the station. The back panel was removed to examine the controller board light, which was found to be off. The latch sensor light was not illuminated. The latch component was secured, but the magnet was found to be missing from the inspection. Additionally, the retractor was broken. The inspection was completed, and the retractor band was replaced. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system station drawer is unable to open. A customer reported that the user unable to issue medication for patient due to reported malfunction. There were no adverse events or injuries reported based on this event.